Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) had some flaws and exposed steel cables were noticed. The surgeon removed the mcs and exchanged for a backup mcs to complete the procedure. The surgeon also reported difficulties in accurately cutting the mcs while using the damaged scissors. The procedure was completed with no reported injury.

Manufacturer narrative:
Images were provided for review and confirm the instrument ID via housing and show a broken cable at the distal end. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.